Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a damaged conductor wire insulation at the grip tang. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. This wire passed the electrical continuity test. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The bipolar instrument was found to have a broken conductor wire at the force amplification pulley. This wire failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint regarding a damaged cautery cable was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact

Manufacturer narrative:
The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to have a damaged and loose cautery cable. The procedure was converted to another dv system with no reported injury.